Manufacturer narrative:
The pump was returned to animas for evaluation. On (B)(4) 2010 the pump was evaluated and exercised with no problems found. The pump was found to be accurately delivering insulin. A second issue was determined that the contrast keypad button was intermittently responding to user inputs and there was evidence of contamination under the key contacts. However, this product issue is not the reason for submitting this report.

Event description:
On (B)(6) 2010, the patient contacted animas to report her blood glucose readings had been elevated for one month. The patient did not report any symptoms of high or low blood glucose levels. The patient reported obtaining several elevated blood glucose readings while traveling, and changed her infusion site. The patient also noted she purchased insulin while traveling and used this new insulin via syringe injections, and her high blood glucose levels resolved. On (B)(6) 2010, the patient resumed insulin pump therapy. On (B)(6)2010 at 8:15 am, the patient obtained the blood glucose reading of 287 mg/dl and at 11:30 pm a reading of 571 mg/dl. The patient alleged that the insulin was "bad", and that the pump was not working correctly. Troubleshooting revealed all total basal/bolus doses were correctly delivered as programmed. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient's technique was incorrect by continuing to use insulin she alleged was "bad." However, as the patient suffered blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.